Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure mode could be due to mechanical error (eg: pvc tube diameter exceed specification) or user related (eg: insufficient or no lubricant used during insertion). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to use: insert rounded end of catheter. Visually inspect the product for any imperfection or surface deteriorations prior to use."

Event description:
It was reported that about 70 percent of the catheters were not straight. It was stated that the packaging of the catheters were bent. They had to be straightened before use.